Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the fan of the subject device got shut down and was not working at all. The issue was identified at the time of therapeutic poem procedure. The procedure was completed after a brief procedural delay using a similar device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty fan with a lot of dust that clogged air fan ventilation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.